Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the bolts that hold the seat cushions on are not holding.